Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 10 years ago. Examination of the returned liner confirms wear of the poly material. There is however nothing that appears excessive of note for the length of time implanted. It is not unreasonable to expect some degree of poly-wear after approximately ten years implanted. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution in 1998. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
Patient was revised to address osteolysis and suspected poly wear.